Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the damaged nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. No one can predict a non-union or a failure to heal. Sign fracture care international will continue to monitor these events as part of our post market activities.

Manufacturer narrative:
The broken im nail was replaced with a 10mm x 320mm, standard nail using two distal screws.

Event description:
The previously reported broken im nail was replaced.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fractured right femur, was shown to have a non-union at the fracture site and was broken.